Event description:
Reporter indicated that vns patient had passed away. Treating neurologist indicated that the pt died of sudep (sudden unexplained death in epilepsy) and that there was question as to whether or not the pt also aspirated. There is no evidence at this time that the ncp system caused or contributed to the reported event.